Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose (bg) was between 70-120 mg/dl. An ambulance was called and the paramedics administered oxygen and treated the patient with energy tablets. The pod was worn during the medical event. The personal diabetes manager (pdm) is reportedly not saving the patient's bg history.

Manufacturer narrative:
The device was received and evaluated. Customer reports that the device history did not properly record bg results, potentially resulting in a medical medical event on (B)(6) 2020. Data downloaded from the device indicates no bg readings were taken this day. The same information is visible from the pdm menu. The strip simulator was used to administer three separate bg readings. All of which saved into device history successfully. No pdm errors were seen in the data on the occurrence date or the day the pdm was last used. A new pod was paired with the pdm. Bolus delivery was tested and a 5u bolus was delivered. No issues were noted during insulin delivery. Pod successfully communicated with pdm at 5¿ distance, administering 1u bolus. All boluses from the bolus delivery test saved successfully in the device history. No other damages or defects noted. The device was found to function properly.